Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phonecall that they had high blood glucose of 400mg/dl and the glucose level was brought back to normal by treating the patient with insulin pump. The product will not be returned for analysis.